Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an error code displayed and the phacoemulsification tip was feeling seemingly clogged during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
One opened phaco tip in a tip wrench within a smpt was received for the report of the us tip was feeling seemingly clogged. The phaco tip was visually inspected and deemed nonconforming, foreign material was observed occluding the ab hole inside diameter. There was wear on the threads, back of flange and nut corners that was consistent with use. The returned phaco tip was sent to particle lab for analysis. The foreign material observed at the ab hole inside diameter was analyzed using micro ft-ir. The analysis identified the foreign material to be dried healon which is a surgical material. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the phaco tip ab hole was occluded with foreign material. The foreign material was analyzed using ft-ir analysis and the elemental composition of the clear occluding material to best match of dried healon; however the exact identity is unknown. Healon is not used in the manufacturing or packaging process of phaco tips. How and when the healon became occluded in the ab hole cannot be determined from this evaluation and a root cause for or the customer complaint issue cannot be determined. The foreign material most likely root cause is surgical material from the use of the phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).